Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedance measurements, with a high out of range measurement of 155 ohms. Boston scientific technical services (ts) recommended lead integrity evaluation, and troubleshooting steps were provided, which include patient maneuvers, x-ray imaging, lead electrical measurements and commanded shock testing. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Additional information was received. A patient follow up was performed and it was found that the shock impedance returned to normal limits, measuring 120 ohms. No adverse patient effects were reported. The lead remains in service.